Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies and spinal pain. It was reported that a registered nurse reported to the rep that the patient¿s surgical site had become infected and a complete system explant was planned for (B)(6) 2018. It was indicated that no other details were made available to the rep. The issue was not resolved at the time of the report. Surgical intervention had not occurred but was planned and scheduled for (B)(6) 2018. The event date was asked but was unknown. No further complications were reported/anticipated.